Manufacturer narrative:
(B)(4). This complaint for a report of air in tubing (without alarm) was not be confirmed. The root cause was undetermined.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a check patient line alarm during the initial drain on the homechoice machine (hc). The caregiver (cg) stated there is a lot of air in the patient line. The technical service representative (tsr) assisted the cg to end therapy. The tsr advised the cg to start over with new supplies. The cg was contacted on (B)(6) 2012. The cg stated this was an isolated event. The cg stated the home patient (hp) did not develop any adverse reactions or need any medical intervention. The cg stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.